Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an electrical short and a blacked-out image. The issue was found during a colonoscopy procedure, during sedation (device inside the patient). The procedure was completed with an olympus back up device. There were no reports of patient harm